Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified vessel. A 2.25 x 12 synergy¿ stent was advanced; however, the device got caught in the calcified area, and the stents struts got lifted. The device was removed from the patient's body and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.